Manufacturer narrative:
Other applicable components are: product ID 8835 lot# serial# (B)(4) implanted: explanted: product type programmer, patient.if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a nurse regarding a patient who was receiving 9000mcg/ml fentanyl at 2501.6mcg/day and 300mcg/ml clonidine 83.39mcg/day via an implantable infusion pump for pancreatitis and non-malignant pain. The patient reported to the nurse that the personal therapy manager ptm won't give them a bolus and the patient was panicking. The patient reported they needed a new personal therapy manager. It was reported that a motor stall was seen at initial interrogation. The patient didn¿t have a magnetic resonance imaging (MRI) scan recently. The nurse reported the patient's ptm shows a 8476 code (motor stall). The pump status or event log showed a motor stall occurred. It was reported the motor stall was active. The patient was vomiting all over the place. The nurse reported they would get the patient to the emergency room right away. No further complications were anticipated/reported. Additional information was received from the healthcare professional via the manufacturer representative. It was reported that a motor stall occurred and the patient was admitted to the hospital.. It was reported that there were no environmental, external or patient factors that may have led or contributed to the issue. It was reported that no diagnostics/troubleshooting were performed. It was reported that the pump was completely explanted on (B)(6) 2017 and was replaced. It was reported that the explanted pump would not be returned as the customer discarded it. It was reported that the issue was resolved at the time of this report. It was reported that the patient status at the time of this report was "alive - no injury." No further complications were reported/anticipated.